Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.

Event description:
Customer reported that she had unexplained high blood glucose. Paramedics where called to assist customer at home for high blood glucose. The blood glucose reading was 406 mg/dl when the paramedics arrived. Nothing further was reported.